Event description:
The facility returned the device for service. During service the baxter repair tech reported failure code 570. The hosp rep stated that there have been no reports of any pt incident involving this pump.